Manufacturer narrative:
Device has not been explanted; therefore, product eval is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007. It was reported that a pt underwent a spinal procedure with rod implantation to extend a lumbar construct. Prior to this surgery, the pt has had multiple surgeries with construct extension using standard fusion devices. Approximately, 3 months post-op, x-rays reportedly revealed the breakage of a cable on one rod. The pt is symptomatic. No plans for revision surgery has been scheduled. No pt complications were reported.